Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent surgery where an ipg was implanted. The patient was moved to post-op recovery where the sjm representative determined the ipg was inoperable. On (B)(6) 2016 the ipg was explanted and replaced and therapy was confirmed. The patient's issue was resolved.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to lose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Corrected data: (B)(4). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.